Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead delivered shock therapy that did not convert the rhythm the patient was experiencing. The shock impedance started within range but at some point, polarity was reversed, and the impedance was high, out of range. An open circuit alert was triggered. Therapy was exhausted and the patient required external therapy. The patient is under control now. The patient was admitted to the hospital and is being monitored. The system was reprogrammed but additional testing and reprograming follow up was suggested. The crt-d and rv lead remain in service. After a follow up with the field representative it was commented that the patient is still admitted at the hospital and no action has been taken yet. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead delivered shock therapy that did not convert the rhythm the patient was experiencing. The shock impedance started within range but at some point, polarity was reversed, and the impedance was high, out of range. An open circuit alert was triggered. Therapy was exhausted and the patient required external therapy. The patient is under control now. The patient was admitted to the hospital and is being monitored. The system was reprogrammed but additional testing and reprograming follow up was suggested. The crt-d and rv lead remain in service. After a follow up with the field representative it was commented that the patient is still admitted at the hospital and no action has been taken yet. Several days later, during a procedure where a plasma blade was being used, reports of shock impedance in zero were observed. The patient was induced into an arrhythmia and a shock was delivered showing within range impedance values, confirming that the zero measurements were related to the electromagnetic interference saturating the measurement. They will continue monitoring the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.